Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-01859. Results: the jet7 was kinked at approximately 14.0 cm from the hub. The device was stretched from approximately 129.0 cm to 131.0 cm from the hub and the coil winds inside the lumen was damaged. The total length of the returned jet7 was approximately 133.0 cm. Conclusions: evaluation of the returned jet7 confirmed stretch damage on the distal shaft. If the jet7 is forcefully retracted against resistance, damage such as stretching can occur. Subsequently, retracting a stent retriever through a damaged catheter can result in further damage to the lumen. Based on the reported complaint, resistance was experienced upon advancement the first pass was still completed with the stent retriever. If the jet7 is forcefully advanced against resistance, it may compress the catheter contributing to the stretch upon subsequent retraction. Further evaluation revealed the non-penumbra stent retriever was returned within the jet7 without a microcatheter. The jet7 should be delivered within the lumen of a microcatheter. If the stent retriever were being delivered within the jet7 without a microcatheter and resistance is experienced, it may contribute to the damage observed on the returned device. Further investigation revealed a kink on the proximal shaft. Due to the location of this damage, it was likely incidental to the reported complaint. Penumbra catheter are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, the physician made a pass using the penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra stent retriever and microcatheter; however, resistance was initially encountered while advancing the jet7 over the guidewire. While retracting the jet7 along with the stent retriever, the physician experienced resistance and, the distal end of the jet7 became stretched. It was also reported that the stent retriever was not pulled through the jet7. Next, the physician advanced a new jet7 with the same stent retriever and microcatheter into the vessel and made a successful pass. However, upon removing the clot, the physician found the jet7 proximal portion of the flexible distal end to be stretched. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, while advancing a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a non-penumbra infusion catheter and, a non-penumbra stent retriever over a non-penumbra guidewire, the physician experienced resistance, and therefore, removed the jet7 with the stent retriever inside. Consequently, the distal end of the jet7 became stretched. It was also reported that the stent retriever was not pulled through the jet7. Next, the physician advanced a new jet7 with the same neuron max, infusion catheter, and stent retriever into the target vessel and made a successful pass. However, after removing the jet7, the physician found the proximal portion of the flexible distal end to be stretched. The procedure had ended at this point. There was no report of an adverse effect to the patient.